Event description:
New information noted that the oversensing episodes on the patient's implantable cardioverter defibrillator were due to myopotentials as the patient was reported to have been coughing a lot around the time the episodes occurred. No new myopotential episodes have been seen since and no intervention will be performed as the patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardioverter defibrillator transmissions revealed episodes of either oversensing noise or myopotentials. No intervention was performed. The patient's condition was asymptomatic.